Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received a button error alarm during an attempted bolus. It was also found the insulin pump began to count down and the settings were erased during the second reset. The customer's blood glucose was 339 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and error tests. The pump was monitored, and it functioned properly. No unexpected reset during testing noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.